Manufacturer narrative:
The product was not returned for analysis. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that following a glaucoma stent implant procedure, the patient presented with increased eye pressure, and it was noticed that the stent was broken off in pieces in the patient´s eye. The stent was subsequently removed. Additional information has been requested.

Manufacturer narrative:
A sample was not returned and no lot information is available; therefore, the root cause for the customer complaint issue cannot be determined. The details presented in this complaint (i.e., the stent broke up in the patient's eye) are considered most likely inaccurate because the stent is constructed entirely of polymide material with excellent tensile strength that is far stronger than forces that might be associated with device implantation or elevated iop (intraocular pressure). Also, there is no mention of complications associated with the surgical implantation of the stent. Possible root cause: based on the date reported for this event, it is most likely that the complaint relates to the pebax material covering the applier guidewire, which was designed to facilitate micro-stent retention on the guidewire during implantation. It is believed that the pebax stripped away from the guidewire during device implantation and remained in the eye. The stent applier has since been redesigned such that stent retention on the guidewire no longer necessitates the use of pebax or any other additional material. The manufacturer internal reference number is: (B)(4).